Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm even after site change. Customer's blood glucose was 406 mg/dl. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin did exit. Customer was advised that insulin pump was working as designed. Customer was advised to monitor insulin pump and to call back should no delivery persist. Customer declined troubleshooting for high blood glucose. Customer requested different cannula length.